Event description:
It was reported that the system was explanted due to infection.

Event description:
It was reported that during preparation for a stenting treatment procedure stent damage was noted. The technician pulled the veriflex (mr) us 12mm 5.00 from the packaging and noticed that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Device evaluation anticipated but not yet begun.